Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9733623, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the surgeon monitor of the navigation system was "flickering" when in the navigation task of the application software. It was noted that video was sent to a non-medtronic monitor to continue with the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The type of procedure was a spinal fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the procedure was sacroiliac and thoracolumbar. The account declined service. The auto-guide was not used during the procedure. No further information was available.